Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/16/2024, it was reported by a sales representative via sems-(B)(4) that an ar-4020c-10 fastthread biocomposite interference screw cracked when the surgeon inserted it into the knee and tapped the implant. The surgeon did not want to use the cracked screw and continued the case with another implant without affecting the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 7/18/2024: this occurred during a acl reconstruction procedure on (B)(6) 2024. All fragments were retrieved from the patient and there was no case delay reported. The case was completed with the same product with a different part number.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.